Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module was sent to the biomed for repair. Upon inspection a green leak near the d2 diode was observed as well as evidence of heat damage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was received by the reporter stating there was no burn damage but a green leak. The leak was dried out when it was found. Baxter received and evaluated the device. The reported condition was verified. Visual inspection found burn damage to the battery internals due to fluid intrusion. Evaluation has determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.